Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was not taking a charge. The patient controller displayed an empty message and would not go any further. While the patient controller reads the battery, the ins would not take a charge. The patient controller showed an excellent connection for 2.5 hours, but the ins still did not charge, patient controller was fully charged. Agent had patient reset the patient controller, blow air into the patient controller charging port, and wipe the recharger pins. Patient confirmed no visible damage to the patient controller, recharger, and battery pack. Patient saw ¿data has been lost¿ message so patient set the date and time. The message ¿battery empty [81] cannot provide stimulation. Recharge your implanted device¿ displayed. Agent had patient connect the recharger and start the ins recharge session. Suddenly, the call was disconnected. Patient called back stating they charged the ins, got an excellent connection, but the ins battery was empty and was not taking a charge. After they spoke with the previous agent, they were not able to continue charging because they had to run some errands and they were not at home during the call. Patient mentioned that they tried to reach out to rep but none of them responded. Agent instructed patient to continue charging the ins once the device was available and patient will call back if they are still having a problem.